Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump alarmed hardware low level failure. The customer¿s blood glucose was 150 mg/dl. The troubleshooting was done but insulin pump alarmed hardware low level failure during self test. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind, prime, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test. No unexpected alarms noted during testing. Device properly connected to the glucose sensor simulator. No communication anomaly noted. Hardware low level failures error confirmed in device history with variable due broken trace at pin keypad assembly.